Event description:
It was reported, the camera head exhibited noise in the image. The issue occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Correction: d4 - primary UDI number. This product is not sold in us. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water-tightness defect and scratches (holes) in the camera cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head exhibited noise in the image. The issue occurred during inspection before use. There were no reports of patient harm.